Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During the procedure, the devices were prepared as per IFU. An amplatz wire was used to exchange non-boston scientific short sheath for the faradrive sheath, which advanced over amplatz wire into superior vena cava (svc). While using versacross rf wire and dilator, the physician fest a resistance, and it was difficulty advancing and retracting versacross rf wire. Then, the versacross wire and dilator were removed, and a new package was used, with no issues. The procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (retained by facility). The versacross dilator was tested again outside the patient, and the physician stated that they felt as if the versacross rf wire was getting stuck in something on the inner lumen near the area of the curve of the dilator. There was no damage noted on the dilator itself and no difficulty anatomy present.